Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation, and a thorough investigation could not be completed as the lot number has not been identified/confirmed in this case. Since the screw was disposed, no physical, chemical evaluation could be performed, and the root cause of the reported issue could not be ascertained. The proximal interbody appeared to have settled into the inferior vertebra (c6), indicating movement in the construct, which may have contributed to this incident by imparting more stress on the distal screws. The patient also reportedly has a history of smoking, which is listed as a contraindication in our instructions for use (IFU) due to its negative effect on bone quality and bony union.

Event description:
On (B)(6) 2017 it was reported to k2m, inc. That a patient presented with a possible cervical screw back-out. The patient reportedly had a possible cervical screw back-out approximately 2 weeks post-op. The patient was not revised. On (B)(6) 2017 k2m, inc. Was notified that the patient was revised due to the risk of the screw possibly backing-out further.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation, and a thorough investigation could not be completed as the lot number has not been identified/confirmed in this case. Since the screw remains in the patient, no physical, chemical evaluation could be performed, and the root cause of the reported issue could not be ascertained. The proximal interbody appeared to have settled into the inferior vertebra (c6), indicating movement in the construct, which may have contributed to this incident by imparting more stress on the distal screws. The patient also reportedly has a history of smoking, which is listed as a contraindication in our instructions for use (IFU) due to its negative effect on bone quality and bony union. In situ.

Event description:
On (B)(6)2017 it was reported to k2m, inc. That a patient presented with a possible cervical screw back-out. The patient reportedly had a possible cervical screw back-out approximately 2 weeks post-op. There are no plans to revise at this time.